Event description:
The customer reported that while the unit was in use on a pt, the unit failed to display an ECG waveform. The pt was transferred from the cath lab to ICU and the intra-aortic balloon pump's signal was slaved from another monitor. No pt injury was reported.